Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen displayed only a black image. An error code was generated, and no visual output was observed during inspection for use with an olympus gastrointestinal videoscope. There were no reports of patient harm.